Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair and posterior colporrhaphy procedure using a pinnacle anterior/apical pfr kit, the physician encountered resistance during the placement of all four mesh legs. Some of the mesh legs had to be placed more than once, but the "ligament was supported by [the] surgeon in all leg placements." The four tack welds in one of the mesh legs did not secure the mesh inside the plastic sheath, causing it to bunch up within the top part of the sheath as the physician was pulling the mesh leg through the ligament. The mesh placement was "satisfactory" in the end. After the fourth mesh leg was thrown into the patient's left arcus tendineous with the capio device, the physician removed the needle from the capio device and started to pull the mesh leg through by hand. As the physician was pulling it through the ligament, the needle, with suture, detached from the dilator and was captured inside the capio device. A "pds suture" was then tied to the affected mesh leg in an attempt to place it through the ligament. There was not a smooth transition between the thin suture and the almost 6-french dilator. After twenty minutes and three failed attempts, "the patient's spinal started to fail due to [the] length of the operation." General anesthesia was administered, and the physician completed the procedure with another pinnacle anterior/apical pfr kit. There were no patient complications, "just a complaint of pain for procedure taking longer and spinal anaesthetic reached end."

Event description:
It was reported to boston scientific corporation that during a anterior pelvic floor repair and a posterior colporrhaphy procedure using a pinnacle anterior/apical pfr kit, after the fourth mesh leg was placed in the patient's left arcus tendeneous with the capio device, the physician removed the needle from the capio device and started to pull the mesh leg through by hand. As the physician was pulling it through the ligament, the suture "parted from the dilator" (length of detachment unknown). It is unknown if the detached piece fell inside or outside the patient or if it was retrieved. A "pds suture" was then tied to the affected mesh leg in an attempt to place it through the ligament. After twenty minutes and three failed attempts, "the patient's spinal started to fail due to [the] length of the operation." General anesthesia was administered and the physician completed the procedure with another pinnacle anterior/apical pfr kit, without further complications to the patient, who is reportedly "stable" post-procedure.

Manufacturer narrative:
(B)(6). "No information" was selected as a patient code because it is uncertain if the suture and needle detached inside the patient. There is no available patient code for the initial anesthesia failing, necessitating further anesthesia. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair and posterior colporrhaphy procedure using a pinnacle anterior/apical pfr kit, the physician encountered resistance during the placement of all four mesh legs. Some of the mesh legs had to be placed more than once, but the "ligament was supported by [the] surgeon in all leg placements." The four tack welds in one of the mesh legs did not secure the mesh inside the plastic sheath, causing it to bunch up within the top part of the sheath as the physician was pulling the mesh leg through the ligament. The mesh placement was "satisfactory" in the end. After the fourth mesh leg was thrown into the patient's left arcus tendineus with the capio device, the physician removed the needle from the capio device and started to pull the mesh leg through by hand. As the physician was pulling it through the ligament, the needle, with suture, detached from the dilator and was captured inside the capio device. A "pds suture" was then tied to the affected mesh leg in an attempt to place it through the ligament. There was not a smooth transition between the thin suture and the almost 6-french dilator. After twenty minutes and three failed attempts, "the patient's spinal started to fail due to [the] length of the operation." General anesthesia was administered, and the physician completed the procedure with another pinnacle anterior/apical pfr kit. There were no patient complications, "just a complaint of pain for procedure taking longer and spinal anaesthetic reached end."

Manufacturer narrative:
A DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned pinnacle mesh assembly showed that the mesh leg inside the sleeve of the blue dilator with the white stripe was twisted and the sleeve of the white dilator was separated from the mesh assembly. The suture and needle were detached from the white dilator with the blue striped and a foreign (purple) suture had been tied to it, confirming the reported complaint. No tack weld failure was noted. Mechanical and visual analysis of the capio device, showed no defects; it operated freely and smoothly. A review of the labeling, including the directions for use contain a precaution to "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for the needle detachment was determined to be operational context. The probable explanation for the cut sleeve is that this was done to facilitate the removal of the device. The cause of the complication of the anesthesia wearing off was the delay which resulted as the physician attempted to draw the broken suture through the ligament. The patient's pain was related to the prolonged procedure and failed anesthesia, therefore the root cause was determined to be operational context.